Event description:
The patient was undergoing a coil embolization procedure in the duodenal artery using a ruby coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while attempting to advance the ruby coil through the microcatheter and noticed the ruby coil became stuck at the distal location. Therefore, the physician decided to remove the ruby coil. While retracting the ruby coil, the physician realized the ruby coil lp unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil lp was removed and the coil was flushed out on the back table. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section b. Box 5. Describe event or problem h3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the duodenal artery using a ruby coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while attempting to advance the ruby coil through the microcatheter and noticed the ruby coil became stuck at the distal location. Therefore, the physician decided to remove the ruby coil. While retracting the ruby coil, the physician realized the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil was removed and the coil was flushed out on the back table. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.